Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger difficult to move and air bubbles on lot # 9231034. Investigation summary: customer returned photos of a shelf carton for 1/2cc, 6mm, 31g syringes from lot # 9231034. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200843684, 200842999] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos of the defects in question were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10 bag 500 nla plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: the plunger comes very hard and that makes taking insulin too difficult. In addition to the fact that the rubber plunger, no matter how hard it is pressed, it always extracts air bubbles. That has not happen in the past.